Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the cord cutter device was getting stuck; and it seemed to be a spring issue. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the investigation received, it was reported that during a rotator cuff repair the cordcutter is getting stuck. Seems like a spring issue. The device was received at the decontamination site, right after the device was inadvertently shipped and the device was not able to be located. The non-conformance nc- 1493 was opened to address this occurrence at the decontamination site. As the device was not able to be located, the complaint reported was not able to be confirmed nor investigated. Without physically evaluating the device, a definite root cause cannot be determined. A manufacturing record evaluation was performed for the finished device [15k01] number, and no non-conformances were identified. If the device returns for evaluation, this complaint will be re-opened to capture the information. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.